Event description:
It was reported that irregular flow was experienced while using the pump. The pump was explanted and there were no reported complications.

Manufacturer narrative:
The sample was returned to arrow. The pump was flow tested and no problem was observed. Therefore, co cannot confirm the customer's problem.